Event description:
Pt had an esophageal wallstent ii (schneider/microvasive) placed on 8/14/98 for advanced obstructing cancer. Pt subsequently developed nausea and vomiting and was found to have complete migration of stent into her stomach. Product info is registered with boston scientific. Device was submitted to pathology. The pt was a 50-yr-old gentleman who was diagnosed with esophageal cancer in 5/98. At that point, he did not want to have his surgery done, and he had esophageal stent placed by dr in 8/98. He felt better afterwards, and he was scheduled for possible chemotherapy and radiation, and at that point, computed tomography scan was obtained and on computed tomography scan, he was found to have migration of the esophageal stent into the stomach, and pt was admitted to hosp for removal for the stent. The pt was admitted to hosp, and during the time of admission, he had no complaints. His condition was stable, and he had laparoscopic surgery which was done on 11/25/98, and migrated stent was removed from the stomach without any difficulties, and j tube was placed, and also mediport was inserted into left subclavian vein in aseptic condition. The pt tolerated surgery very well, and he was transferred to the floor in stable condition, and he was discharged home on 11/26/98 in stable condition.